Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2023-05637.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing elective open incisional hernia repair procedures. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: perioperative and 5-year follow-up outcomes. Intraoperative complications: total 11 patients, 11 patients organ injuries, 8 patients bowel, 1 patient bladder, 1 patient spleen, 2 patients others. General complications: total 25 patients, 3 patients fever, 5 patients urinary tract infection, 1 patient diarrhea, 1 patient thrombosis, 1 patient pulmonary embolism, 2 patients pleural effusion, 5 patients pneumonia, 1 patient copd, 2 patients cardiac insufficiency, 1 patient renal insufficiency, 9 patients others. Postoperative complications: total 43 patients, 13 patients bleeding, 14 patients seroma, 4 patients prolonged ileus or obstruction, 2 patients bowel injury / anastomotic insufficiency, 13 patients wound healing disorder, 6 patients infection. Complication-related reoperations: total patients 20. Recurrence, pain and complications on 5-year follow-up: 36 patients recurrence on 5-year follow-up, 48 patients pain on exertion on 5-year follow-up, 29 patients pain at rest on 5-year follow-up, 22 patients pain requiring treatment on 5-year follow-up, 3 patients secondary haemorrhage on 5-year follow-up, 13 patients seroma on 5-year follow-up, 12 patients infection on 5-year follow-up.